Manufacturer narrative:
The device has been received by depuy synthes power tools. The condition was confirmed. The motor was evaluated and the device has a cut/tear on the hose near the muffler end of the hose. This is indicative of wear over time.

Event description:
Report received from the USA stating that the device had a "hose damage" issue. The device was not used during a surgical procedure. It was unknown if there was any user or patient injury or medical intervention. There was no additional information provided.